Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. No button error alarm noted during testing. Analysis was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no down button response. The insulin pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 535 mg/dl at the time of incident. The customer's blood glucose was 354 mg/dl at the time of call. The customer stated that she treated the high blood glucose with manual injection. The customer stated that there were no air bubbles, leaks, insulin and site issues and setting issues found during troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.